Event description:
Pt at md appt and their office called to state he was having a pump problem. He was sent to our office. Upon review of the pump system, it was discovered he had not hit "esc" button on the "preparing to prime" screw after he performed a "manual prime." He had been 5 hrs without basal insulin running. The pump never gave an alarm, it had just continued to flash the "preparing to prime" screen. His blood sugar at this point was 309 mg/dl as a result. We were able to duplicate this problem with our office demonstration pump. This is a life-threatening issue, due to the potential of dka.